Event description:
It was reported the patient's blood glucose levels rose to 270 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient removed the pod. The site was red and swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Review of the patient history buffer showed the algorithm was functioning as intended correctly responding to user inputs to deliver insulin. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies. Although the investigation found no evidence of any damage, the cause of the reported infusion site event could not be determined.